Manufacturer narrative:
In response to FDA report number: mw5086402. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency reported "saline implant ruptured." Device has been explanted. This record is for the right side.